Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant of this right atrial lead, after positioning at an appropriate location, the physician engaged the helix however, measurement were not acceptable at this location. The lead was attempted to be repositioned, at which time the helix was non-functional and the physician removed the product. The lead is intended to be returned for a post market laboratory evaluation and replacement was reported successful with another lead of same model type. The procedure was completed in absence of adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The helix was in a retracted position upon return; however, failed to function as intended during analysis. Laboratory technicians reported the helix would not be expected to function during testing, as dried blood/body fluid within the helix housing and in the neck region would be known to prohibit helix movement/testing following an attempted implant. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.